Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that, when the user tried to use it for a patient, the device was turned on, but the device turned off immediately. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips that, when the user tried to use it for a patient, the device was turned on, but the device turned off immediately. It was later clarified that the user was measuring nbp from a patient in an ambulance. When the user started nbp measurement, and the mrx started to apply pressure to the nbp cuff, the mrx turned off. The user waited a few minutes and confirmed ready for use status, turned on the mrx, and the mrx shut down again. Another device was used to measure the patient's nbp. The device was in use on a patient and there was no adverse event to the patient or user. This case has been updated from serious injury to non adverse event as additional information received clarified the procedure did not involve life saving therapy.

Manufacturer narrative:
This complaint has been updated from si to nae. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.